Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported at set-up, leakage was detected in the anesthesia system, they found that the tubing had splits. Reportedly, the units were replaced without further incidents. The hosp also reported that in the approximately 10 incidents reported, there were no pts involved.